Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). This product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a "damaged inner sterile packaging " issue occurred in thailand. There was no patient injury and no delay in a procedure as a result of the event.

Event description:
Please refer to report 3006946279-2018-00028.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. However, a corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner sterile packaging leaked.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.